Event description:
As reported, during a segmental resection for lung cancer, the progel platinum was used within 20 minutes of mixing peg and sterile water. It was reported that syringe (vial) was broken during injection before spraying the mixture and the procedure was completed with another lung sealant. It was also reported that the product was stored at 2~8 degree. There was no patient injury.

Manufacturer narrative:
As reported, the progel platinum vial was broken during injection. The subject device is said to be available for return however, at this time has not been received. Review of the photos provided finds the progel has been set up for use however the vials cannot clearly be seen to confirm the break as reported. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. The subject product progel platinum is not marketed for us sales. A similar product progel is marketed in the us. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, the progel platinum vial was broken during injection. The subject device is said to be available for return however, at this time has not been received. Review of the photos provided finds the progel has been set up for use however the vials cannot clearly be seen to confirm the break as reported. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. The subject product progel platinum is not marketed for us sales. A similar product progel is marketed in the us. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results and to correct reporting office contact, manufacturing site contact. As received the progel content has set up within the applicators spray channels and one of the glass vials is shattered. The second vial is intact and is found to not be completely inserted into the applicator. The photo received prior to the sample return shows the plungers were not moved as far down the vials and the damage found to the vial as received is not seen in the photo. Damage of this type if it had occurred prior to the photo being taken would have been clearly visible in the photo. Further damage was caused to the device after use with someone attempting to further move the push rod. Based on the sample condition the most probable root cause of the glass break as reported and found condition after use is the result if forces applied to the device after the spray channels became clogged with the progel material and likely error in setup. Updated fields. Corrected field: g1 (reporting office contact, manufacturing site contact). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a segmental resection for lung cancer, the progel platinum was used within 20 minutes of mixing peg and sterile water. It was reported that syringe (vial) was broken during injection before spraying the mixture and the procedure was completed with another lung sealant. It was also reported that the product was stored at 2~8 degree. There was no patient injury.

Manufacturer narrative:
As reported, the progel platinum vial was broken during injection. The subject device is said to be available for return however, at this time has not been received. Review of the photos provided finds the progel has been set up for use however the vials cannot clearly be seen to confirm the break as reported. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. The subject product progel platinum is not marketed for us sales. A similar product progel is marketed in the us. Addendum #1: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results and to correct reporting office contact, manufacturing site contact. As received the progel content has set up within the applicators spray channels and one of the glass vials is shattered. The second vial is intact and is found to not be completely inserted into the applicator. The photo received prior to the sample return shows the plungers were not moved as far down the vials and the damage found to the vial as received is not seen in the photo. Damage of this type if it had occurred prior to the photo being taken would have been clearly visible in the photo. Further damage was caused to the device after use with someone attempting to further move the push rod. Based on the sample condition the most probable root cause of the glass break as reported and found condition after use is the result if forces applied to the device after the spray channels became clogged with the progel material and likely error in setup. Addendum #2: h11: this supplemental MDR is submitted to correct the investigation conclusions and manufacturing narrative. As received the glass vial is broken as reported. The second vial is intact and is found not to be completely inserted into the applicator. The photo received prior to the sample return shows the plungers were not moved as far down the vials and the damage found to the vial as received is not seen in the photo. No damage could be seen or confirmed in the original customer photo. Further damage, in the as returned condition was likely caused to the glass after use, with someone attempting to further move the push rod. The cause of the break is due to forces applied to the device in use. Based on the sample condition a definitive cause as to why the glass broke at time of use cannot be determined at this time. Updated fields. Corrected fields: h6 (imdrf annex c, d), h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a segmental resection for lung cancer, the progel platinum was used within 20 minutes of mixing peg and sterile water. It was reported that syringe (vial) was broken during injection before spraying the mixture and the procedure was completed with another lung sealant. It was also reported that the product was stored at 2~8 degree. There was no patient injury.